Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced and no parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, while navigating with the navigation system, they received messages on the bottom of the screen displaying, "low performance" and could not navigate. This occurred while using trajectory 1 and 2. When the video did come back it was lagging and "choppy." To troubleshoot, the medtronic representative tried to "decrease magnification of the exam" and zoom out but was not seeing images on the screen. Then tried toggling selections on the right side of the screen. Instruments on navigate screen were switching while the screen was toggling even though they were not showing them to the system. The instrument lengths were changing randomly and were displaying red status even when changing on screen. No instruments were being shown to the camera. The medtronic representative moved out of navigate, stepped back to "select images," and when he moved back to navigate, the navigation system was working as intended and continued to work for the remainder of the procedure. There was a reported delay to the procedure of five minutes due to this issue. There was no impact on patient outcome.